Event description:
It was reported that the pump display was nonfunctional. The customer experienced an elevated blood glucose (bg) level (540 mmol/l). An insulin injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.